Manufacturer narrative:
Fmi 34086 was completed to resolve the issue. Fmi 34086 was completed to resolve the issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on october 18, 2017. (B)(4). No report of patient involvement. Unique device identifier: (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported inspiratory co2 error code 11. There was no report of patient involvement.